Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading with the adc device. The customer reported that after applying the new sensor, it gave readings "in the low 50's" so customer self-treated with apple juice. The customer then took capillary test with result "in the 140's". However, there was no report of further treatment, either self or from third-party. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.